Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer only returned a raulerson syringe. The introducer needle was not returned. The luer taper on the syringe was measured and found to be acceptable. A vacuum leak test was performed with the tip occluded and the plunger pulled back and passed the test. A lab inventory needle was used to aspirate water through the syringe and no signs of air bubbles or leaks were observed. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined based on the information provided and without the introducer needle. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the raulerson syringe was found leaking when withdrawing the introducer needle. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.